Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician connected all the leads to the device. When tugging on the leads to make sure they were connected well in the header, the right ventricular pace/sense pulled out. The setscrew was unscrewed and the lead re-set and tightened down and the lead pulled out again. This was attempted four times with the same result. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.